Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and noted that pace impedance measurements are exhibiting an increase but still within range. Further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service.